Event description:
Laparoscopic giant hiatus hernia repair - "approx 1.5 hours into the procedure the seal housing started to leak gas. The port had scissors diathermy, grasper, gauze and dissectors put through. The leakage stopped after approx 30 seconds after the instrument had been taken out."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed a portion of the septum had been tore off. No other damages or defects were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage is the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. The document represents our initial/final report.